Manufacturer narrative:
This report captures the explant of this device and impact on the patient.

Event description:
It was reported that the patient the cardiac resynchronization therapy defibrillators (crt-d) delivered anti-tachycardia pacing (atp) and experienced atrial paced beats oversensing on this right ventricular (rv) lead. Upon review of the electrogram (egm), it was found that the oversensing on the right ventricular channel was seen as ventricular fibrillation (vf) markers. The right ventricular impedance measurements were low within the range. Patient experienced weight loss for about 20lbs and also had reported falls few times in prior months. Technical services recommended programming options and to make adjustments to rv sensitivity. Chest x-ray was performed to check on the lead. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was explanted and successfully replaced with a non-boston scientific lead. No additional patient adverse effects were reported.

Event description:
It was reported, that the patient the cardiac resynchronization therapy defibrillators (crt-d) delivered anti-tachycardia pacing (atp). And experienced atrial paced beats oversensing on this right ventricular (rv) lead. Upon review of the electrogram (egm), it was found, that the oversensing on the right ventricular channel was seen as ventricular fibrillation (vf) markers. The right ventricular impedance measurements were low within the range. Patient experienced weight loss for about 20lb. And also had reported, falls few times in prior months. Technical services recommended programming options. And to make adjustments to rv sensitivity. Chest x-ray was performed to check on the lead. This rv lead remains in service. No adverse patient effects were reported.